Event description:
It was reported that the neopicc was placed via the right basilic vein on eighth day of life for prolonged venous access. Line noted to be placed without difficulty. There was good blood return and it was flushed without difficulty. Xray confirmed placement in brahiocephalic vein. Eight days later, PICC was discontinued due to infiltration into the right should/neck area. Entire catheter was removed intact. No further details were provided. No other pt complications noted.